Event description:
Deployment related problems were encountered during the use of the introducer sheath wtih another manufacturer's stent-graft. Complications included risk of misplacement associated with loading the stent-graft cartridge into the introducer sheath.